Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a user in the emergency room reported that the tubing was not attached properly and pitocin leaked onto the floor. No patient harm was reported.

Manufacturer narrative:
The patient was a female. The customer¿s report of tubing not attached properly and leakage was confirmed. During visual inspection, it was observed that the silicone segment near the upper fitment was misassembled. During functional testing a leak was observed coming out from the silicone tubing near the upper fitment. The root cause of the customer's report was the operator's misalignment of the silicone segment during the component's assembly process.

Event description:
The customer reported that a user in the emergency room reported that the tubing was not attached properly and pitocin leaked onto the floor and solution sprayed on a nurse. No patient or staff harm was reported.